Manufacturer narrative:
No product problem or systemic issue identified. The differences observed between the two c8800 results are likely due to sample variability between the two collections, and the sample having a low level of viral genomic material present. Samples at the limit of detection (lod) of an assay can be expected to generate wavering results upon repeat with the same platform or different platforms. Added information in b7. Corrected device code from false positive result to non reproducible results. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name truncated due to character limitation full name: (B)(6) hosp. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results while using cobas® sars-cov-2 for use on the cobas® 6800/8800. A customer from thailand alleged that they received a potential false positive result for a patient¿s sample when tested with cobas® sars-cov-2 for use on the cobas® 6800/8800. The customer reported that they observed on (B)(6) 2021 that the cobas sars-cov-2 192t detected positive results for target 1 and target 2 when analyzed on the cobas 8800 (s/n (B)(4)). A newly collected sample from the patient was tested on (B)(6) 2021 and analyzed on the cobas 8800 (s/n (B)(4)) that generated a target 1 negative target 2 positive result. The patient¿s same recollected sample was repeat tested and analyzed on the cobas® liat® system (s/n (B)(4)) that generated negative results. No harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed.